Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The lv was reprogrammed to a new vector, however there was no capture at the highest output. A new vector was tried which then resulted in phrenic nerve stimulation. The lv lead was reprogrammed back to its original vector and the lv lead remains in use. No patient complications have been reported as a result of this event.